Event description:
It was reported that hydrophilic guidewire fracture occurred, requiring additional device. The 80-90% stenosed target lesion was located in the mildly tortuous and severely calcified right lower limb. A 300cm, 8cm v-18 control wire guidewire was selected for right lower limb angioplasty. During the procedure, the guidewire coating was stretched and detached from the guidewire upon penetrating into the posterior tibial artery (pta). The guidewire was removed. However, a short coating was left in the distal peroneal artery. Therefore, a stent was placed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6).